Event description:
It was reported that the patient was scheduled to undergo an artificial urinary sphincter (aus) revision surgery; however, the reason for revision was not clear. There were suspicions that the device might not be working due to possible fluid leak or that the device was functional but the patient experienced recurring incontinence. More information is expected to be known when the procedure takes place. No additional information was reported.

Manufacturer narrative:
There was no report of a device performance allegation. The reported patient symptoms of urethral atrophy and incontinence are known risk associated with implants of this device as is indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a probable cause of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and urethral atrophy with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed and a new aus system was implanted. It was indicated that although the previous device was still functional, the ongoing bladder leakage was bothersome to the patient. There were no further patient complications reported.